Manufacturer narrative:
(B)(4). Article citation: natasha nayak kolomeyer, joshua kim, william flynn, george tanaka, susan simonyi, john walt, vanessa vera, steven vold. "Retrospective, multicenter, 12-month evaluation of ab-externo xen gel stent placement: real-world data from the expand study group." Invest. Ophthalmol. Vis. Sci. 2021;62(8):3424. The events of exposure, choroidal hemorrhage and intraocular pressure increased are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. No contact information about the reporter was provided.

Event description:
Reported events of "110 eyes required iop-lowering medication" (including 3 patients required oral therapy), "transient, self-resolving hypotony in 66 eyes," "uncontrolled iop requiring secondary surgical intervention in 39 eyes," "bleb leak in 37 eyes," "implant exposure in 20 eyes," and "choroidal effusion/hemorrhage/mixed effusion hemorrhage in 24 eyes" were noted in the article "retrospective, multicenter, 12-month evaluation of ab-externo xen gel stent placement: real-world data from the expand study group." Invest. Ophthalmol. Vis. Sci. 2021;62(8):3424.